Manufacturer narrative:
A patient received a 2-level stalif c flx construct using stalif c flx cages and stalif c abo screws at c4/5 and c5/6 on (B)(6) 2020. The patient developed a pseudoarthrosis (non-union/non-fusion) at both levels. The patient also developed segmental kyphosis, radicular symptoms, and other unspecified complications according to the information communicated from the surgeon. There was no indication of a device malfunction; however, the device subsided slightly at c4/5 which may have caused or contributed to the segmental kyphosis. The patient underwent surgical intervention on (B)(6) 2021 to explant the stalif c flx cages and stalif c abo screws. The devices were successfully removed without complications. The devices were replaced with a cortical ring and anterior plate. Review of the device history records found no problems during manufacturing which may have caused or contributed to this event. Complaint trending was found to be within allowable limits based on the design fmea for these devices. The risks associated with this event are identified, mitigated, and determined to be acceptable. The device was disposed by the hospital and not returned for evaluation. This event involves 8 devices. This is submission 6 of 8.

Event description:
A patient underwent surgical intervention and removal of a 2-level stalif c flx and stalif c abo screw construct at c4/5 and c5/6 due to pseudoarthrosis (non-union), subsidence, segmental kyphosis, radicular pain, and other unindicated complications. The patient had the stalif c flx construct replaced with a cortical ring and anterior plate. The removal went well and good sagittal balance was restored. There was no indication of a device malfunction.